Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional were performed, which found a defective latch/lock sensor to be the cause of the issue. The latch/lock sensor was replaced to fix the issue.

Event description:
It was reported that the device does not recognize the cassette and will alarm "cassette locked but not latched" when attempting to attach cassette. There was no patient involvement.